Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was visually inspected and it was observed with a hole in the pebax. Magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. A manufacturing record evaluation was performed and no internal action was found during the review. The customer complaint regarding the catheter jumped out was unable to duplicate during the product investigation. However, the blood inside the pebax area found could be related to the reported issue. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole in the pebax. It was initially reported by the customer that during radiofrequency (rf) ablation with the thermocool® smart touch® sf bi-directional navigation catheter, the image of the catheter "jumped out" and appeared to be moving inaccurately all over the map on the carto 3 system even if the operator was not moving the catheter. We verified catheter location with x-ray and was stable on ablation site. As rf went off, catheter went back to normal behavior on the map. The issue happened every time on rf. First, they changed the ablation cable, no effect then made sure all paging channels were closed. Disconnected and reconnected the grounding patches then checked the connection between the patient interface unit (piu) and smartablate. None worked. I replaced the ablation catheter and the problem was solved; ablation was performed and procedure was successfully completed. There was no patient consequence. The customer¿s reported issue of catheter icon movement was been assessed as not MDR reportable since the catheter icon jumping is a highly detectable issue. There is no real movement of the catheter. The most likely consequence is an intraprocedural delay and the potential risk that it could cause or contribute to a serious injury, or death is remote. On 08/12/2020 , the bwi product analysis lab received the complaint device for evaluation. On (B)(6) 2020, during evaluation the catheter was inspected, and it was observed with a reddish material inside the pebax and a hole in the pebax. This finding was assessed as an MDR reportable malfunction since the integrity of the device was compromised. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through product analysis on 8/19/2020, and reassessed as MDR reportable.